Manufacturer narrative:
This is our combined initial and final report for this incident.

Event description:
The customer reported that he missed an anti-jk(a) on his tango instrument. The patient sample that had caused the false negative reaction was sent to us for quality control, but none of the supposedly defective product was returned. We received four different small amounts of this patient sample labelled with different dates and remarks. Quality control laboratory re-tested all four samples of the one patient with the retained sample of anti-human globulin anti-igg solidscreen on tango. Three of the four samples reacted very weakly positively with a jk(a) homozygous screening cell, the jk(a) heterozygous screening cell reacted negatively. The four samples were also tested using the gel method and the tube technique. All reactions here were negative. We received positive reactions only with the enhancement of polyethylenglycol (peg). Summarizing of all tests leads to the result that the missed anti-jk(a) is a very weak reacting antibody at detection limit. Furthermore different weak reacting antibodies were tested with the retained sample of anti-human globulin anti-igg solidscreen on tango. All positive and negative reactions were correct. We didn´t observe any false negative reactions. The tango was checked as well. No instrument malfunction could be detected and all quality control tests were passed successfully. Testing by the quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.